Event description:
It was reported that the patient experienced syncope, and the right ventricular (rv) lead exhibited increasing and unstable thresholds. Exit block was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).